Event description:
It was reported that during a shoulder cuff repair surgery, when the footprint package was opened, it was found cracks on the anchor. The procedure was completed without delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Internal complaint reference case-(B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A revision of polymer found the strength and storage requirements specified and a material certificate of analysis is required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The anchor is fractured at the anchor window. The clear plastic tube is deformed and cracked at the distal end and the outer box is crushed inward at one end. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed, and the root cause was related to improper transport or storage. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device or inappropriate storage conditions. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.